Manufacturer narrative:
During internal review on 13-feb-2025 noted a correction to the 3500a initial under h11. Additional manufacturer narrative as in error, the following was omitted: the pictures were reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with an octaray mapping catheter and char was adhered to the spine. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 17-feb-2025. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. A picture of the issue was sent by the customer showing char attached to a spline of the device; however, during the visual inspection no anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported was confirmed based on the picture sent by the customer. The potential cause of the char condition could not be established conclusively. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. To avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with an octaray mapping catheter and char was adhered to the spine. Two hours after the start of the procedure, after pulmonary vein isolation, at the time of the catheter retrieval, the catheter was checked and char was found to be adhered around the electrodes, particularly on electrodes 3 and 4 on the proximal side. The physician removed some of the char during the procedure, the char found after the procedure was not all of it. During the procedure, there was a moment when the qdot micro catheter and octaray catheter came in contact during ablation of the anterior side of the left pulmonary vein (lpv), and at that time, a temperature rise was observed with the qdot and a tactile noise was observed with the octaray. Ablation stopped once due to a high temperature error. The procedure was completed as it was. The patient was anticoagulated and activated clotting time was maintained at 300 seconds. The physician thinks that this event may be due to the temperature increase that occurred during the lpv ridge ablation and commented that such char was not normally adhered. The patient has not exhibited any neurological symptoms since the procedure was completed and no additional treatment was conducted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).